Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a solitaire hemorrhagic transformation event. Focus of hemorrhagic transformation of 11 mm was observed in the frontal caudal region at the peri-sylvian region in the middle of the hypodense ischemic lesion in the right cma region endovascular treatment on (B)(6) 2021. It was noted that a medical intervention was required. No device deficiency was noted. The patient had an unruptured cerebral aneurysm. The event was noted to have been resolved/recovered.